Event description:
This lead was pulled back, after implant attempt on (B)(6) 2013. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).